Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was detached from the balloon and was not returned. The maximum crimped stent profile was measured and was within specification. The product stent protector was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm promus element plus stent was selected however when the safety cover of the stent was removed during preparation of the device, the stent was also removed from the stent delivery system balloon while still outside the patient's body. The device was not used and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm promus element plus stent was selected however when the safety cover of the stent was removed during preparation of the device, the stent was also removed from the stent delivery system balloon while still outside the patient's body. The device was not used and the procedure was completed with another of the same device.